Manufacturer narrative:
Investigation included a review of the event details and user-reported troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced hyperglycemia, with a blood glucose of 383 mg/dl followed by sustained high readings in the 200s after the sensor stopped working; the user had been instructed to change the infusion tubing and infusion site. Symptoms included elevated blood glucose. Outcomes included the need for user troubleshooting and education.